Event description:
Lasik surgery. Machine malfunctioned, lens was shattered and retina detached. Had to have surgery to fix the first surgery. Still can¿t see as well as I did before the first surgery which wasn¿t that great to begin with. Hence, getting the surgery in the first place. Also now I am suffering fatigue and depression and pain.